Event description:
A nurse reported a system message occurred and the system locked prior to a cataract extraction with intraocular lens implant procedure. The procedure was cancelled after the pt had received peribulbar anesthesia with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).